Event description:
It was reported that pump displayed malfunction code 24 with a fault ID and caused customer¿s blood glucose to read as ¿high,¿ with no specific value known. There was no additional information received regarding the overall outcome of the event. Customer treated high blood glucose with a correction injection using multiple daily injections, switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.